Event description:
The suture was used during a aortic graft. Reportedly, five days post operatively, pt coded and upon reopening the incision was found compromised and gross blood loss was observed. The surgeon resewed the anastomosis at that time. Upon receiving add'l info, the hosp has reported that the pt expired.